Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to corrosion at electrical contacts. As a result, error message was displayed. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. The reported issue (communication problem) was confirmed. It was observed the device displayed an e216 error code (scope communication error) due to water invasion in the scope connector. The cable unit, the circuit board unit in the scope connector, the plug unit, and the scope connector case was corroded due to water leakage. In addition, service found the flexibility adjustment function was not working due to wear of the flexibility adjustment ring, the switch box was deformed, the adhesive on the bending section cover was worn, the bending angle in up direction was out of specification due to wear of the angulation wire, the forceps could not be inserted smoothly due to damaged instrument channel, and the universal cord was buckled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image transmission was faulty and there were communication problems with the video processor. The subject device displayed an e315 error code (scope error). No further information was available regarding the reported event. No procedure was affected. There was no patient or user injury reported due to the event. This report is being submitted for the e315 error code.